Event description:
Hyperglycemia 300 mg/dl. The adhesive on my silhouette medtronic insulin pump infusion set does not maintain it's adhesive. The adhesive was changed about five years ago and the sets repeatedly come off or lose causing insulin pump to not deliver insulin. It has caused multiple incident s of hyperglycemia for myself. I even tried a different alcohol IV prep to increase adhesion of the set. I tried placing a tegaderm over it. Still didn't work. If the set gets wet from swimming or sweat it prematurely malfunction s. I have reported this to medtronic. Tonight I went swimming with a brand new set. The set was put in after skin was prepped with IV prep and a tegaderm applied. The set came lose, the catheter kinked and I had hyperglycemia requiring insulin shots and a change in the set. This really needs to be investigated. I've had a pump for over twenty years and this problem started happening repeatedly about five years ago. Please investigate. FDA safety report ID #: (B)(4).